Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent damaged with struts distorted, bunched, lifted and stretched over the distal markerband. The stent moved distally on the balloon exposing the balloon wall on the proximal side for approximately 14mm. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found one hypotube kink at 170mm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in mildly tortuous and mildly calcified right coronary artery (rca). A 3.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent was deformed. The procedure was completed with a 3.00 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in mildly tortuous and mildly calcified right coronary artery (rca). A 3.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent was deformed. The procedure was completed with a 3.00 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.